Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') in a 21-year-old female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 1997, (B)(6) 2003, (B)(6) 2003, (B)(6) 2009), pelvic pain female, lymph node pain, abdominal pain, anal pain and chest pain. Concurrent conditions included blood pressure high and trichomonal vaginitis. Concomitant products included ethinylestradiol;levonorgestrel (ashlyna) since 2012 for contraception, azithromycin (zithromax) for pelvic pain female as well as clonidine since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) chronic"), vaginal discharge ("vag. Discharge"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdomen pain"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), astigmatism ("astigmatism") and fungal infection ("yeast infection"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, psychological trauma, vaginal discharge, bladder disorder, astigmatism, migraine, abdominal pain lower and fungal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, astigmatism, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, migraine, perforation, pregnancy with contraceptive device, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for dysmenorrhea, apareunia, gen. Abnorm. Bleed, perforation, bladder probs., vag. Discharge, vision problems, eye problems, astigmatism. Discrepancy noted: essure insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: the result of your essure confirmation test was other.. Imaging procedure - on 01-may-2013: essure confirmation test (unspecified). Result : perforation. Concerning the injury reported in this case , the following once were described in medical record: vaginal discharge, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case 2019-011461 , hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') in a 21-year-old female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 19697, (B)(6) 2003, (B)(6) 2003, (B)(6) 2009), pelvic pain female, lymph node pain, abdominal pain, anal pain and chest pain. Concurrent conditions included blood pressure high and trichomonal vaginitis. Concomitant products included ethinylestradiol;levonorgestrel (ashlyna) since 2012 for contraception, azithromycin (zithromax) for pelvic pain female as well as clonidine since (B)(6) 2017. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) chronic"), vaginal discharge ("vag. Discharge"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2009, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), astigmatism ("astigmatism") and fungal infection ("yeast infection"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, psychological trauma, vaginal discharge, bladder disorder, astigmatism, migraine, abdominal pain lower and fungal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, astigmatism, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, migraine, perforation, pregnancy with contraceptive device, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for dysmenorrhea, apareunia, gen. Abnorm. Bleed, perforation, bladder probs., vag. Discharge, vision problems, eye problems, astigmatism. Discrepancy noted: essure insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: the result of your essure confirmation test was other.. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Result : perforation. Concerning the injury reported in this case , the following once were described in medical record: vaginal discharge, migraines. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') in a 21-year-old female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (B)(6) 19697, (B)(6) 2003, (B)(6) 2003, (B)(6) 2009), pelvic pain female, lymph node pain, abdominal pain, anal pain and chest pain. Concurrent conditions included blood pressure high and trichomonal vaginitis. Concomitant products included ethinylestradiol;levonorgestrel (ashlyna) since 2012 for contraception, azithromycin (zithromax) for pelvic pain female as well as clonidine since august 2017. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) chronic"), vaginal discharge ("vag. Discharge"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2009, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), astigmatism ("astigmatism") and fungal infection ("yeast infection"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, psychological trauma, vaginal discharge, bladder disorder, astigmatism, migraine, abdominal pain lower and fungal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, astigmatism, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, migraine, perforation, pregnancy with contraceptive device, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for dysmenorrhea, apareunia, gen. Abnorm. Bleed, perforation, bladder probs., vag. Discharge, vision problems, eye problems, astigmatism. Discrepancy noted: essure insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: the result of your essure confirmation test was other.. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Result : perforation. Concerning the injury reported in this case , the following once were described in medical record: vaginal discharge, migraines. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 3 & 4 processed together. Pfs received- new events migraine/headaches, yeast infection, pregnancy (termination), device ineffective, lower abdomen pain were added. Event onset date was added. Implant date was updated. Concomitant drugs, medical history and lab data were added. Patient¿s height and age were added. Reporter¿s information was added. On (B)(6) 2019: fu 3 & 4 processed together. Pfs received- lot number was added. Concomitant drugs and medical history were added. Reporter¿s information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) chronic"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder probs") and astigmatism ("astigmatism"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, dyspareunia, psychological trauma, vaginal discharge, bladder disorder and astigmatism outcome was unknown. The reporter considered astigmatism, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, perforation, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for dysmenorrhea, apareunia, gen. Abnorm. Bleed, perforation, bladder probs, vag. Discharge, vision problems, eye problems, astigmatism. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified). Result : perforation. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: perforation, dysmenorrhea, apareunia, dyspareunia, gen. Abnorm. Bleed, psych injury, bladder probs, vag. Discharge, astigmatism. Reporter's information was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.